Event description:
It was reported that the pt underwent a total knee replacement in 2004. In 2005, the pt developed group b streptococcus in the left knee. Pt was revised two months later. Surgeon noticed polyethylene wear on the tibial insert post.